Event description:
The device was implanted on (B)(6) 2009 and explanted on (B)(6) 2012. Due to the rep remarked that the device was explanted because of longevity. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).